Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's keypad was not responding properly and the battery life was reduced. Blood glucose level at the time of the incident was not provided. The customer did not recall any significant events leading up to this issue. Customer also reported an incident where the device had a blank display but was alarming. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no blank display and audio beep anomaly noted. The insulin pump had cracked battery tube thread, broken reservoir tube lip, cracked case near the display window corners, cracked on the display window and minor scratches on the display window noted.